Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the light guide cable fluid damage, the bending rubber cut, the operation channel dirty, the suction channel dirty, the remote control buttons misconfigured, and the angulation-down angulation failure; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.